Event description:
It was reported that during a ptca procedure, another MFR's balloon was advanced through a stent in a vein graft. The entire system became stuck and was removed with force. Upon removal, it was noted that approx 2mm of the wire tip had broken off and remains in the pt. Pt status is listed as "okay."